Event description:
It was reported the device displayed a message of "data invalid" and that lead trend data was not available due to a memory error or bit flip. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A save to disk review revealed a diagnostics problem and a file shows "invalid data" on the programmer for lead performance trends between (B)(6) 2010 and (B)(6) 2012. The device was not returned, but diagnostic information is consistent with reported event.